Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 544 mg/dl. Cause of bg level was not known. Customer administered a bolus via the pump to address the issue and went to the emergency room with high ketones identified as life-threatening by a healthcare provider. Customer was subsequently admitted to the intensive care unit and treated with "insulin drip through central line" and intravenous fluids of saline and insulin. The customer reverted to an alternate method of insulin therapy. Customer still in hospital at time of report so no release date could be obtained.